Event description:
Pt reported her infusion device was blocked. Pt stated she changed the insulin cartridge and when she restarted the infusion device, the piston rod was blocked. Pt reported the infusion device didn't give any warning. Had pt check the alarm memory and there was just an a1 (cartridge low) alert message. Pt stated she was changing the insulin cartridge when the piston was blocked. Pt reported she attempted to change the infusion set and battery but the issue persists. Pt is currently using the backup infusion device. Pt stated after a few attempts, she tried to restart the infusion device by moving the piston with tweezers. Infusion device seems okay now. Pt reported she was waiting on an alarm from the infusion device but the device didn't give any alarm. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.